Event description:
It was reported, the patient was not experiencing therapeutic effect. X-rays, side port aspiration and CT myelogram were performed and all were found to be normal. It was also noted the actual versus expected volumes on refill were normal. The patient had a chronic cerebrospinal fluid (csf) leak which caused swelling in the pump pocket. An indium study was performed and showed there was no drug getting past the pump/sutureless connector site. It was decided to replace the entire system and place the pump on the opposite side of the body. No patient injury was reported. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID, 8709sc lot# n309810012, serial# implanted: 2012 (B)(6), explanted: 2012 (B)(6). Product type catheter. (B)(4). Analysis of the pump revealed no anomaly. Analysis of the catheter revealed a tear which was damaged while removing the guide wire during implant.

Manufacturer narrative:
(B)(4).